Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
It was noted during an af procedure, that blood leaked from the valve. While going transeptal, the physician removed the dilator from the sheath, and the hemostatic valve was noticed to have a slow but constant leak of blood. The sheath was exchanged and the case was completed without patient consequences.